Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had to rewind more than once during priming. The customer¿s blood glucose value was unknown at the time of incident. Customer also stated that batteries of insulin pump dying quicker. The insulin pump will not be returned for analysis.